Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were admitted in emergency room due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 610 mg/dl. The customer was treated with insulin drip. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.